Event description:
It was reported that a cartridge alarm occurred during the load process. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the call, customer had not addressed bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.